Manufacturer narrative:
.

Event description:
Procedure type: lap colon. Reportedly, after inflating the balloon, it exploded. Nothing fell into the pt cavity. Used another spacemaker blunt tip trocar to complete the case. No pt injury was reported.